Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014. Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient has non-functional leads. Right atrial lead (ra) lead exhibited failure to capture and failure to sense. Programming changes were made to deactivate the ra lead and right ventricular (rv) lead. The rv lead was deactivated for an unspecified reason. The patient was stable throughout.

Event description:
New information received notes that in 2013 the right ventricular (rv) lead exhibited polarity switch due to unspecified impedance problem.

Event description:
New information received noted that the right ventricular (rv) lead was failed to capture. The rv lead was explanted and replaced. The patient was stable throughout the procedure.